Event description:
It was reported the patient experienced a pump pocket infection that was most likely meningitis. The patient also had mental status changes. Test results indicated an elevated wbc count, uti, and csf grew gpc in pairs and clusters. The system was explanted. The hcp planned to re-implant a new infusion system. The drug in the pump was hydromorphone. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).